Event description:
It was reported by the affiliate that the (5) tct75 were used during an unknown procedure. It was reported that the devices cut and stapled only over two or three centimeters. The case was completed with another instrument. There was no pt consequence.